Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was exhibiting noise and low out of range impedance measurements bellow 200 ohms in the right ventricular (rv) lead and oversensing. An insulation issue is suspected. This ICD system was reprogrammed and remains in service. No adverse patient effects were reported.